Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component code, investigation conclusion). It was reported that cardiosave intra-aortic balloon pump (iabp) balloon isn't filling. A getinge field service engineer evaluated failure observed by end user during initial operation touch screen was frozen and inoperative. Tested cardiosave. And could not duplicate failure observed lethal fault code #63, corrective action replace video generator board. Replaced defective video generator board and calibrated touch screen and uploaded b17. Unit passed all functional and safety tests per factory specifications, returned to customer. There was a patient involvement but no patient harm. The defective components were received for further investigation. The failure analysis and testing department received part kit, display monitor to video gen. Board, cable assy. (Part of kit), nbs video gen. Board (part of kit), swemco display monitor board (part of kit). These parts were received with a reported unit failure message of touchscreen frozen and inoperative, observed fault code# 63. Performed visual inspection of kit, display monitor to video gen. Board and all parts of kit looks to be in good condition. Installed the kit, display monitor to video gen. Board into the cardiosave test fixture sn and tested together and separately to the factory specifications per pn: 0002-07-d016 revision e and the cardiosave service manual pn: 0070-00-0639 revision r. Performed calibration tests and passed. Also, the fat dept, pumped the unit and did not observe code# 63. The failure analysis and testing department could not verify the failure message of touchscreen frozen and inoperative, fault code# 63. Kit, display monitor to video gen. Board passed testing. Retaining all parts of kit in the fat dept. Per procedure: (B)(4) rev aq. Due to non-rohs part number the following parts not going back to supplier for analysis. Nbs video gen. Board( part of kit) and swemco display monitor board ( part of kit) the non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon isn't filling, touchscreen isn't working, screen is freezing. The unit was swapped out and therapy proceeded successfully. There was no patient harm.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.